Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had a hard time doing the connection of purewick urine collection system. The patient stated that they might cut off the blue part when trying to set it up. It was also stated that during the first time of use, only half an amount of urine was collected. They provided step by step troubleshoot and also referred to video for troubleshooting. It was noted that they had been using the purewick products for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect/ missing translation; missing instructions; vendor/printer error". The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "initial setup: 1. Inspect the package for damage. If any damage is noticed, contact customer support. 2. Carefully remove all contents from the package, including the packing material and inspect prior to use. 3. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. Caution: avoid creating a tripping hazard with the collector tubing or power cord. 4. Plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. 5. Place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Optional (prior to sealing canister lid): while operating the purewick¿ urine collection system, ammonia odor for up to 1800 ml of urine can be eliminated by adding 2 teaspoons (10 grams) of vitamin c (ascorbic acid) powder into the collection canister before use. At least 99.93% of pure vitamin c (ascorbic acid) is recommended. If using the privacy cover (j), slip privacy cover onto canister (similar to a coffee cup sleeve) prior to placing canister into the base. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. 6. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I). Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. 7. Turn on the purewick¿ urine collection system by pressing the on/off switch. The purewick¿ urine collection system is working when the switch lights up green and the device makes a soft humming sound. The system is now ready for use. It also states "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required"." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had a hard time doing the connection of purewick urine collection system. The patient stated that they might cut off the blue part when trying to set it up. It was also stated that during the first time of use, only half an amount of urine was collected. They provided step by step troubleshoot and also referred to video for troubleshooting. It was noted that they had been using the purewick products for less than 90 days.